Event description:
Due to a probable tachycardia, cardiopulmonary resuscitation (CPR) was performed by paramedics on the patient, and one defibrillation shock was delivered. The patient was transported to the hospital and at arrival, the subject pacemaker could not be interrogated. No pacing could be detected and when applying the magnet, no magnet frequency could be observed either. During the last follow-up, on (B)(6) 2018, all measurement values were normal, with no problems detected.

Event description:
Due to a probable tachycardia, cardiopulmonary resuscitation (CPR) was performed by paramedics on the patient, and one defibrillation shock was delivered. The patient was transported to the hospital and at arrival, the subject pacemaker could not be interrogated. No pacing could be detected and when applying the magnet, no magnet frequency could be observed either. During the last follow-up, on (B)(6)2018, all measurement values were normal, with no problems detected.

Manufacturer narrative:
The patient files analysis revealed that the most likely root-cause of the reported behaviour is the external defibrillation shock.

Event description:
Due to a probable tachycardia, cardiopulmonary resuscitation (CPR) was performed by paramedics on the patient, and one defibrillation shock was delivered. The patient was transported to the hospital and at arrival, the subject pacemaker could not be interrogated. No pacing could be detected and when applying the magnet, no magnet frequency could be observed either. During the last follow-up, on (B)(6)2018, all measurement values were normal, with no problems detected.